Manufacturer narrative:
(B)(4) other: damaged device - labeled. Reference MDR 2084725-2009-00341.

Event description:
Customer alleged damaged device. Some of the devices are melted, but they are not sure if this was caused by the sterrad 100s sterilizer or not. Follow-up with the scope manufacturer indicates the scope is compatible. There are no reports of pt injury.